Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During disassembly of the device to determine root cause, the technician observed impact damage consistent with mis-handling. The front enclosure and the lcd display were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was missing clinical information and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.